Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for external pacing. According to the rptr, at some time during the code, pacing would stop and start intermittently. No adverse affects to the pt were reported as a result of the alleged malfunction.